Event description:
Outbound. Patient reporting both cadd legacy pumps alarming no disposable clamp tubing with cassette lot 4227746, expiration 11/25/2026, switched to new cassette, pump infusing without issue. No further details provided.